Event description:
Info received indicates the side rail will not stay up.

Manufacturer narrative:
The technician found the right intermediate side rail had a bent mounting weldment. The technician replaced the mounting weldment and the latch pin to repair the bed.